Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one injector connected to a syringe and one protector attached to a vial was provided to our quality team for investigation. Through visual inspection, no damage or other issues were observed on any of the devices. Functional testing was performed and verified the injector could be properly engaged without issue. Upon withdrawing liquid from the vial no leakage between the injector and protector or injector and syringe was observed. A device history was performed and found no nonconformance related to the reported issue during production of injector lot 2310007. Retained injector samples from lot 2310007 were used for additional evaluation. All injectors could be securely attached to both a syringe and protector without issue and functioned as intended. Based on our sample investigation, no issue related to the injector was identified. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
It was reported that there is a leak from the connection between the injector and the protector.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.